Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review, and the event log displayed power_cable_disconnect / no_external_power alarms on (B)(6) 2024 at ~11:56 am while tethered on mobile power unit (mpu). This appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.

Event description:
Further review of the submitted log file revealed the cause of the no external power event appeared to be due to a dual disconnect of the system controller's power cables from the mobile power unit.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review that showed a no external power event active on 02nov2024 from 11:56:24 ¿ 11:56:40 due to a dual power cable disconnect. The power cables were individually disconnected one after the other causing voltage to drop to ~0v and triggering the no external power alarm. The backup battery provided power to the system during these events. The alarms cleared once external power was restored to the system. Pump operation was not affected. There were no other notable alarms active in the log file. The root cause for the no external power alarms appears to be due to a dual disconnection of the power cables. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled. How your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.